Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with the event.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 24 mg/dl, 30 mg/dl and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retain sample testing on the complainant strip lot has confirmed a manufacturing issue resulting in error 3 messages when these strips are used with freestyle freedom meters. Testing concluded that not all strips in affected vials are impacted. This issue is associated with field correction.

Manufacturer narrative:
Customer returned meter (B) (4) investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.